Manufacturer narrative:
MDR 8021545-2026-10971/initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient had experienced increased blood glucose level on 15 march 2026. Due to excessive bleeding and bruise at the site and treated with bolus.